Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks. The rate was noted to have been fast and correlated until going into the conditional zone. Then the rate increases resulting in the shocks to be delivered. This device remains in service. No adverse patient effects were reported.